Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: were the staples malformed? Were there staples missing from the staple line? Surgeon said the staple line was incomplete and the leak was repaired with suture. Was there a leak? Patient went home with no consequences. Surgeon did not mention malformed staples but did say the anastomosis came apart because of incomplete staple line. The surgeon repaired with suture and patient did fine.

Event description:
It was reported that during a low anterior resection the device was fired and the staple line fell apart. The surgeon sutured the anastomosis to finish the procedure with no patient consequences.